Event description:
It was reported that the gastrointestinal videoscope had freeze image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1- address 1: no. 67, (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the freeze image due to button was out of order; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .